Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's parts were replaced in accordance with the maintenance procedure: trilogy kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The software was uploaded.